Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the implant on his lower left lower hip sometimes will burn and feel like the stimulator is on fire. Patient said that the issue started about a week ago but the issue has gotten so bad this week he could not go to his "therapy". Patient turned ins off as a method of intervention. No trauma/ fall reported that could be related to the issue. Patient said they turned the ins off because it started stinging and burning him in the middle of the night. Patient said when therapy was off he did not have that issue. Patient had an appointment on (B)(6) 2018 with the health care professional (hcp). No further patient symptoms or complications were reported in this event.